Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient reports they had removed their pod for a magnetic resonance imaging (MRI) and their blood glucose level had rose to over 560 mg/dl. The patient had applied a new pod. After application of a new pod the patient¿s blood glucose level had not gone down so they went to hospital. Once at the emergency room the patient removed the pod and they were treated with insulin. The patient remains in the hospital at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.